Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had stored ventricular episodes that showed noise, but the device failed to label as noise on electrocardiogram. Technical services (ts) reviewed the data and suspected the noise to be coming from external electromagnetic interference (emi) source resulting from an unknown gastrointestinal procedure. This ICD delivered one burst of inappropriate anti-tachycardia pacing (atp) due to oversensing of the noisy signals. This ICD remains in service and no additional adverse patient effects were reported.